Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis experienced by the patient was manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin and fortaz (dosages, route, frequency, and duration not reported) for the peritonitis event. The cause of the peritonitis was reported to be a use error, further described as a touch contamination. Twenty-six days after hospitalization started for the peritonitis event, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896597 and gd896415 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.